Event description:
The patient had history of syncope with a recalled guidant pacemaker in place. The patient had atrial fibrillation with slow ventricular response. The patient has syncopal episodes. The patient's recalled guidant pacemaker was explanted and replaced with one from a different manufacturer. Implanted leads were retained and used with replacement pacemaker. The patient tolerated the procedure well.